Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was suspended for the entire night and his blood glucose was 475 mg/dl and the insulin pump was totally suspended. Customer did not fill the cannula the pump will suspended the pump delivery. Troubleshooting was performed and the customer's mom was advised to have the customer reach out to previous trainer until customer is able to meet with healthcare provider and their trainer. Nothing will be replaced or returned.